Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 4 months. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to an outside hospital with a critical hemoglobin of 4.4 g/dl and hematocrit of 13.2 g/dl. Gastrointestinal bleeding was suspected. The patient was transfused with two units of packed red blood cells and then transferred to the implanting center for further monitoring and evaluation. At the time of the event, the patient¿s anticoagulation regimen included warfarin. Additional information has been requested but not yet provided.

Manufacturer narrative:
A direct correlation between left ventricular assist system (lvas) and the patient's gastrointestinal (gi) bleeding event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a colonoscopy found multiple non-bleeding duodenal ulcers with no stigmata of bleeding. The account reported that with supratherapeutic inr, the ulcers could potentially be the source of the gastrointestinal blood loss.